Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the physician observed that the clips used, do not staple correctly. The physician changed the device and used another like device to finish the procedure without issue. There were no adverse consequences for the patient. Clips will not hold after placing.